Manufacturer narrative:
The issue was resolved after customer performed the troubleshooting, including the shutdown and restart of the instrument. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the unicel dxc 800 synchron system displayed a "no response from hydro" error, and then went into stop mode. Customer pulled out the hydropneumatic compartment drawer and noticed fluid leaking onto the area beneath the waste sumps. Customer was not able to identify the source of the leak. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to shutdown and restart the instrument, after which the instrument initialized properly with no further signs of leaking. The cts verified with customer that the troubleshooting effectively resolved the instrument issue; therefore, a service request was not generated. Customer did not call back to report any further instrument issues. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.